Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (12 worldwide reportable incidents out of estimated 223,000+ procedures performed to date) is approximately 0.005% of the procedures and within the acceptable range as identified in risk analysis documentation. Patient identifier, age or date of birth and weight requested.

Event description:
Clinic reported a patient who experienced some bumps with exudate in treated area 8.3 months post miradry treatment. Patient was symptom-free 2 weeks post-treatment and did not contact the clinic until 8 months post-treatment. The clinic took a biopsy and culture sample from the affected area. Antibiotics were prescribed along with vinegar soak treatment. Symptoms began to improve but reappeared after 2 weeks. Another culture was taken, and a different set of antibiotics was prescribed.